Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at headquarters. During a normal repair service it was discovered that the rondo 3 audio processor seemed to have sustained a high mechanical pressure that damaged the housing of the device as well as the rechargeable battery. It cannot be excluded that the leaked electrolyte was able to escape. According to the repair request form the audio processor was non-functional. Reportedly, the device was returned because it was cracked.

Manufacturer narrative:
Conclusion: according the information received, the rondo 3 audio processor was sent in for repair because it was cracked. Device investigation revealed intense damages on many components and a leaking rechargeable battery which was caused by high mechanical pressure on it. There has been no report of recipient injury from contact with leaking electrolyte. This is a final report.

Event description:
The rondo 3 audio processor was received at headquarters for normal repair service. According to the repair request form the audio processor was sent in due to being non-functional. Reportedly, the device was returned because it was cracked. There was no mention of injuries when the event was reported by the user.